Event description:
Initial result for a pt co2 was 34 mmol/l and when repeated, the result was 27 mmol/l. No adverse events were reported due to the incorrect result. The field service representative corrected the issue by replacing the reagent and recalibrating.